Event description:
Pt was revised to address loosening of the femoral. It was reported that the pt fell. Osteolysis was noted intraoperatively.

Manufacturer narrative:
Eval was not possible, as the products were not returned. A search of the complaint database did not reveal any other reports against the mfg lots. The investigation could not verify or draw any conclusions about the root cause of the reported device loosening. Provided info indicated the pt experienced trauma (fall), which could be a contributing factor. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or add'l info be received, the investigation will be re-opened.